Event description:
It was reported that the patient had frequent and difficulty charging the implantable pulse generator (ipg) beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted devices were discarded.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient had frequent and difficulty charging the implantable pulse generator (ipg) beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted devices were discarded.

Event description:
It was reported that the patient had frequent and difficulty charging the implantable pulse generator (ipg) beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively.